Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Issue occurred prior to call to technical support and was resolved. The pump began charging using a non-tandem wall adapter and a tandem charging cable.